Event description:
It was reported that when a patient presented in the emergency room, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate atp and hv therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.